Event description:
It was reported while using bd precisionglide¿ needles the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: at the time of application, the immunobiological did not inject, and it was necessary to remove it from the vastus lateralis,

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Maintenance records were analyzed, and two maintenance orders were verified (B)(4) 04/03/2022 - adjust the vision system after changing the product. And (B)(4) 4/5/2022 - reject flap failure, which could potentially be related to claim. For the clogged needle defect, no photos/samples were provided, making it impossible to verify the mentioned failure. So, bd does not confirm/reproduce the complaint. H3 other text : see h10.

Event description:
It was reported while using bd precisionglide¿ needles the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: at the time of application, the immunobiological did not inject, and it was necessary to remove it from the vastus lateralis,

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.